Manufacturer narrative:
The reported complaints of failure to capture, high pacing impedance, and failure to sense were confirmed. Complaint of error message could not be confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have excessive battery depletion. Electrical testing indicated elevated current from the hybrid. Further testing revealed an inadequate internal supply signal due to an anomalous integrated circuit (ic) on the hybrid, consistent with the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During initial implant procedure, loss of capture (loc), increased pacing impedance, failure to sense, and error message was observed on the device. The device was explanted and replaced to resolve event. The patient was stable.